Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bowel resection. According to the reporter: the stapler would not release after being engaged on the tissue. The procedure was converted to an open procedure in order to remove the device. The staple line was repaired with sutures. No significant bleeding was reported. Tissue damage occurred. The case was delayed over 30 mins.